Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 september 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to severe end-stage osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was implanted in the procedure. On (B)(6) 2014, the patient underwent a right knee revision due to synovitis and patella maltracking, decrease range of motion, and pain. The surgeon indicated there was scar tissue connection between a cyclops lesion and the parapatellar bursal region that was excised and removed. He also noted significant scar tissue at the patella which was removed. The surgeon reported upon evaluating the insert, there was a significant amount of 3rd body where there was a loose body that had to be removed as well. There were no complaints against the tibial, femoral components, nor the patella, and they were not revised. Attune tibial insert fixed bearing posterior stabilized implant was implanted in the surgery. Doi: (B)(6) 2013. Dor: (B)(6) 2014, (lt knee).